Event description:
Door interlock switch rinse side burned/shorted.

Manufacturer narrative:
The investigation has shown that the door interlock switch on sonic energy cleaner has overheated and shorted out. The replacement of the door switch restored the proper unit operation. Unit has been released for use by the customer. A technical change has been established in 2007 to remove the switches as they are not necessary according to the standard because a key is required to access the electrical components. A note was added in the ordering system to advise the technician that instead of ordering replacement door switch, they may update the unit with the kit and instruction.